Event description:
It was reported that during one stenosis dilation case, the operator used subject guidewire to work with a microcatheter. During the delivery the operator rotated the guidewire, and the tip was not rotated together so the operator removed the guidewire out and found it was fractured at about 35cm from distal. Therefore, operator removed the microcatheter and the fractured guidewire out and completed the procedure successfully with another device.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the guidewire was noted to be kinked/bent and noted to be broken/fractured approx. 189cm from the proximal end. The distal section of the guidewire was not returned. The guidewire polytetrafluoroethylene (ptfe) was noted to be damaged in multiple places. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis the guidewire was noted to be kinked and fractured approx. 189cm from the proximal end. The reported guidewire broken/fractured during use was confirmed during analysis. The guidewire torque problem could not be replicated during device analysis; however, the analysis results are consistent with the reported event. As per the additional information the patient's anatomy was moderately tortuous. It is probable that the device was damaged during navigation and manipulation through the patient's anatomy. An assignable cause of procedural factors will be assigned to the reported guidewire torque problem, also reported and analyzed guidewire broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to guidewire kinked/bent and guidewire ptfe coating peeling as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is most likely the torque device was not securely fastened which might have caused it to drag down the wire during use.

Event description:
It was reported that during one stenosis dilation case, the operator used subject guidewire to work with a microcatheter. During the delivery the operator rotated the guidewire, and the tip was not rotated together so the operator removed the guidewire out and found it was fractured at about 35cm from distal. Therefore, operator removed the microcatheter and the fractured guidewire out and completed the procedure successfully with another device.